Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not recognize the administration set. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "(B)(6) 2019 5:02:20 pm high alarm displayed: high flow admin set not allowed. (B)(6) 2019 5:02:20 pm high alarm displayed: cassette not attached properly. (B)(6) 2019 5:02:47 pm medium alarm displayed: cassette partially unlatched. (B)(6) 2019 5:02:47 pm high alarm displayed: cassette damaged." The customer reported product problem was replicated. The dso / uso sensor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.